Event description:
A discordant immulite 2000 theophylline result was generated on one patient sample. The original result was released to the physician. The sample was subsequently repeated and then sent to a second laboratory and a corrected report was sent out. There is no known report of treatment given or withheld based on the discordant theophylline result.

Manufacturer narrative:
A siemens fse (field service engineer) analyzed the immulite 2000 instrument and instrument data. After analyzing the instrument and instrument data, it was determined the cause of the discordant theophylline result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.